Event description:
It was reported that this was an arteriotomy closure of the mildly calcified eft common femoral artery using a prostyle device after a right leg angiogram interventional procedure using a 6f sheath. Reportedly, the deployment angle was improperly adjusted at 30 degrees and the plunger was pushed abruptly causing a cuff miss [suture retrieval issue]. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to the user error. Reportedly, the deployment angle was improperly adjusted at 30 degrees and the plunger was pushed abruptly causing a cuff miss [suture retrieval issue]. The abbott sales representative went over device deployment technique with the physician. It should be noted that the electronic prostyle instructions for use states: while maintaining the device logo position and keeping the device at approximately 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017- improper or incorrect procedure or method clarifier failure to follow steps/instructions.